Event description:
A report was received that the patient was experiencing severe pain in the back and paralysis of the legs following a lead implant procedure. It was determined that there was a hematoma. The patient was taken to surgery where the hematoma and additional bone were removed. The patient regained all movement in the legs and back pain subsided.